Event description:
It is reported that "in operation process, ps insert didn't fit well with tibia. The locking wire has been twisted so fail to use this insert." However, it is also informed that "procedure completed successfully because there was alternative item."

Manufacturer narrative:
An event regarding difficulty assembling a triathlon ps insert into the baseplate was reported. The event was confirmed. The triathlon ps insert showed signs of insertion and use. The superior bearing surface was returned with traces of blood and other matter. The locking wire was damaged in several places. The insert also shows extensive damage to the anterior face of the insert, consistent with an attempt to implant and explant the device. Device history review: all devices were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The investigation concluded that the difficulty to assemble the triathlon ps insert and baseplate was most likely user related. The surgical protocol states the posterior lip of the tibial insert must fit beneath the lip on the posterior primary tibial baseplate wall. Attach the tibial insert impactor to the impaction handle and impact to snap the insert in place anteriorly. The tibial insert is fully seated once the locking wire locks under the barbs on the anterior/ interior surface of the primary tibial baseplate wall. The locking wire was returned disengaged from the tibial insert and severely damaged. Additionally, the anterior face of the insert was also severely damaged. This type of damage is consistent with a user related event.

Event description:
It is reported that "in operation process, ps insert didn't fit well with tibia. The locking wire has been twisted so fail to use this insert." However, it is also informed that "procedure completed successfully because there was alternative item."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.